Event description:
It was reported that a screw that secures the reflector shield was loose, became hot from the heater element and fell onto the warmer bed, resulting in a third degree burn to the infant's foot. The neonatologist and plastic surgeon examined the infant and recommended that topical treatment be applied. No other medical intervention was required. The physicians stated they anticipate no long term sequelae from the reported event.

Manufacturer narrative:
It was reported to ge healthcare that the reported event occurred subsequent to an extensive relocation of all infant warmers from an older hospital across town to a new facility. It was reported that a screw that had become hot, fell from the warmer heater head and landed on the pt's foot, causing a blister. The attending nurse reportedly noted the screw in the bed near the pt's foot and immediately picked it up, discovered it was hot to the touch, and released the screw. There was no reported injury to the nurse. The hospital confirmed the medical treatment provided to the pt following the event was topical ointment/medication applied to the burn area. Following the event, the neonatologist consulted with the plastic surgeon to evaluate the pt for any required treatment. No further treatment was recommended and no add'l length of hospital stay was required secondary to the event.